Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 407658, lead, (B)(6) 2007; 3058, interstim urinary mgu ipg, (B)(6) 2012; 3889-28, interstim urinary mgu lead, (B)(6) 2012. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an emergent device changeout due to loss of proper pacing and apparent battery depletion only one month after a normal device check. The device was explanted and replaced. No patient complications have been reported as a result of this event.